Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned instrument confirms the observation. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. Eco (B)(4) was approved and completed on (B)(4) 2010, which includes improvements to bolster the durability of this instrument. The complaint sample lot code of pg0311 indicates a manufacturer date of march 2011; after the design changes. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Trilock impactor broke when implanting the stem.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned instrument confirms the observation. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. Eco (B)(4) was approved and completed on (B)(4) 2010, which includes improvements to bolster the durability of this instrument. The complaint sample lot code of pg0311 indicates a manufacturer date of march 2011; after the design changes. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.